Event description:
The customer states an incorrect blood group of b negative was issued by the provue to a sample that was later determined to be a blood group of a positive. Incorrect results were reported to the physician. Cts discussed with the customer that a possible cause to the issue may have been the user manually entering the sample ID but inadvertently loading the incorrect sample. The customer indicates their understanding of the discussion and indicates they are confident that the root cause of the issue may have been a result of user error. Corrected reports have since been issued and reported for the affected results. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the gripper and camera adjustments. The fe reviewed the tif file to ensure cards are being held correctly in the gripper. All controls ran as expected performed by the customer. The instrument is operating as expected. No repairs needed. (B)(4).